Event description:
There was a complaint of questionable inr results for one patient tested with coaguchek xs meter serial number (B)(4). The result from the meter at approximately 9:00 am was 2.3 inr. The result from the meter at 11:10 am was 1.8 inr. A different finger was used for each test. The patient¿s therapeutic range is 2.0 - 3.0 inr and tests weekly.

Manufacturer narrative:
Occupation is a patient/consumer. The meter and test strips were requested for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The patient¿s meter was provided for investigation where it was tested using retention strips with retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.0 inr, qc 2: 5.5 inr,and qc 3: 5.6 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.